Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for four days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal end of the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.